Event description:
It was reported that noise and oversensing was observed with this right ventricular (rv) lead due to a fracture. A revision procedure was performed, and the lead was surgically abandoned. A competitive replacement lead was implanted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.